Event description:
It was reported that during a remote follow up, noise resulting in oversensing, inadequate capture, and low defibrillation impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and externalization of the conductors was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.